Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not provided. The exact date of event is unknown. This report is for one (1) unknown tfna blade. The exact date of when the planned explant procedure will take place is not provided. The complainant part is not expected to be returned to manufacturer. (B)(4). PMA/510(k) number is unknown as this report is for one (1) unknown tfna blade. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could be not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent initial surgery on (B)(6) 2016. Approximately four (4) months later, the femoral head seemed to be varus (or rotated) and the blade was nearly cut out. As of (B)(6) 2016, the patient hasn't complained of pain but is under observation and on follow ups. Surgeon indicated that the patient will require additional intervention to convert to an artificial hip. Concomitant device: one (1) unknown nail. This report is for one (1) unknown tfna blade. This is report 1 of 1 for (B)(4).